Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, alleged for receiving change sensor alert, calibration not accepted alert and, difference between blood glucose and sensor glucose values. The customer reported blood glucose value of 48 mg/dl. The event involved product unk_ngp. Troubleshooting was not performed for low blood glucose and it was unknown whether the customer had been using the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for sensor alerts. Customer was able to run a transmitter test. Troubleshooting was performed for tester procedure for transmitter. Rf icon turned green and transmitter was working correctly. Troubleshooting was performed for difference between glucose values. The customer blood glucose was 48 mg/dl and sensor glucose value was 151 mg/dl at the time of incident. The difference between sensor glucose and blood glucose values was 103 mg/dl and it was beyond acceptable range. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. No product return is required for unk_ngp.